Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was (B)(6). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. The device history record review found the device met all manufacturing specifications. Based on the available information, the complaint is associated with a product that meets the specification but due to anatomical or procedural factors encountered during the procedure, performance was limited. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device would not cut easily. The procedure was completed with a second jagtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.